Event description:
The surgeon reported that on 10/28/98, the pt was being treated for severe claudication, foot ulcer. A femoro-crural vein reconstruction bypass procedure was performed utilizing the biograft. After completing the distal vascular suture, the bypass was pulled up to above the knee joint when the bypass suddenly gave way and in the middle third of the graft, a 4cm long laceration could be palpated. At this point the bypass was interrupted and it became obvious that the laceration was situated at the suture line of the two grafts. Several longitudinal tears could be observed. The surgeon resected the lesioned graft and regrafted with another biograft device. A section of the explanted biograft was returned to bio-vascular, inc. For analysis. The second biograft implant is patent and the pt has experienced no infection.